Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382944 and lot number 4298108. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd iag bc pro global wing needle did not retract. The following information was provided by the initial reporter, translated from french to english: description of the facts, circumstances and means used: the auto-guard device does not work or retracts very slowly. Measures taken: 1 yes. Frequency: 5 very probable (more than once a week). Description of the consequences: risk of needle stick and splashing.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.